Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening on posterior side assesses as unidentified (tear) opening. Shell thickness within specification. Pain: unable to observe since it is not related to the device. Additional observations: no other observation observed.

Event description:
Healthcare professional reported rupture. Healthcare professional later reported "hole, non-specific." This relates to the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device remains implanted. This relates to the left side.

Event description:
Device has been explanted.